Event description:
Smoke was emitted from an advia centaur xp system, causing the fire detector in the lab to sound. There were no reports of any injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument, the fse replaced the instrument's power supply. The instrument is performing according to specifications. No further evaluation of the device is required.